Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and was not capturing at high outputs. The physician suspected the ra lead was fractured and intervention was performed and the ra lead was deactivated and replaced. The ra lead is still implanted in the patient. No additional adverse patient effects were reported.